Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device remains implanted and cannot be evaluated. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) y-o male patient with a 31mm edwards carpentier valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 9 years due to degeneration leading to severe stenosis. The patient presented with cardiac decompensation, stress dispnea and dizziness when standing up. A 29mm sapien 3 valve was successfully implanted within the surgical edwards valve using the transapical approach. The patient's outcome was noted as in stable condition and was expected to be discharged home in the following days.

Manufacturer narrative:
H10: additional manufacturer narrative.